Event description:
The device was received for service. During service testing, failure code 570:320:844:0000 (damaged batteries) was found in the event history. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
(B)(4).evaluation summary:the device evaluation was completed and failure code 570:320:844:000 (in event history), found to be due to the depleted (damaged) battery condition, was confirmed. Service installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, (B)(4).